Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy 1 pump was returned for analysis. Visual inspection performed, and product found with damage lens and case. Event history log review was performed and found evidence of reported problem. Visual inspection and functional checking were performed. The customer's reported problem was confirmed. According to the investigation, the pump was found to be "double beeping" alarm message during power up when batteries were inserted. Further investigation found fluid ingressions on pump by the chassis base of the occlusion sensor, damaged rear case by the input/output connectors, damaged sticker serial number and scratched lcd lens. The investigation reported that the pump downstream occlusion sensor, rear housing, lcd lens and sticker serial number will be replaced. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump, the pump exhibited double beep with no cassette and had damage lens and case. No patient involvement reported.